Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after the device was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 , model: sc-2218-50 , serial: (B)(6), batch: 7016579/5041960 . Product family: scs-lead fixation upn: m365sc43180 , model: sc-4318 , batch: 22062823.

Event description:
It was reported that the patient had an infection and was experiencing swelling and pain. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted device was not returned. The patient was administered with intravenous antibiotics and spent a week in the hospital to recover. The patient was then sent home with a peripherally inserted central catheter (PICC) line.